Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which warranted hospitalization and antibiotic therapy. The etiology of the peritonitis is currently unknown; therefore, causality cannot be established. However, the pdrn reported the peritonitis event was unrelated to any fresenius device(s) and/or product(s). It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. Furthermore, in up to 20% of peritonitis cases no offending organism is identified. Based on the information available, there is no allegation or objective evidence indicating a liberty select cycler and/or liberty cycler set defect or malfunction caused or contributed to the serious adverse events experienced by the patient.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Upon follow up with the patient¿s home program manager (hpm), it was confirmed the patient presented to outpatient home dialysis unit on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 133 u/l, polymorphs = 13%) and the patient was sent to the emergency room with suspected peritonitis. The patient was admitted and is being treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1000 mg twice daily (duration still being determined). The patient¿s peritoneal effluent fluid culture (collected at outpatient clinic) returned negative, and the cause of the ¿sterile¿ peritonitis is unknown. A review of the patient¿s technique did not reveal any breaks in sterility. The patient remains admitted as they continue to ascertain the source of the peritonitis event. The hpm stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (while acutely hospitalized) without issue and is recovering from the events.

Event description:
It was reported to fresenius that a patient on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) was diagnosed with peritonitis. Upon follow up with the patient¿s home program manager (hpm), it was confirmed the patient presented to outpatient home dialysis unit on (B)(6) 2022 with abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent cultures and a cell count were obtained (wbc cell count = 133 u/l, polymorphs = 13%) and the patient was sent to the emergency room with suspected peritonitis. The patient was admitted and is being treated with intraperitoneal (ip) vancomycin 1500 mg every other day, and ip ceftazidime 1000 mg twice daily (duration still being determined). The patient¿s peritoneal effluent fluid culture (collected at outpatient clinic) returned negative, and the cause of the ¿sterile¿ peritonitis is unknown. A review of the patient¿s technique did not reveal any breaks in sterility. The patient remains admitted as they continue to ascertain the source of the peritonitis event. The hpm stated the events were unrelated to the patient¿s utilization of any fresenius device(s) and/or product(s) deficiency or malfunction. The patient continues to perform ccpd utilizing the same liberty select cycler (while acutely hospitalized) without issue and is recovering from the events.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.